Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor fractured; the proximal segment was returned for analysis. The lead was flexed.

Event description:
It was reported that, during routine follow up, the left ventricular (lv) lead showed exit block (no capture). The lv lead was explanted and replaced. No patient complications were reported as a result of this event.